Event description:
Per the clinic, the patient experienced pain when using the device. The results of an integrity test in 2009 indicated normal device function. Patient was explanted at about 3months later, and the patient was reimplanted with a new device during the same surgery.